Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This is filed to report that the single leaflet device attachment (slda), causing ventricular arrhythmias. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was deployed at a2p2, resulting in significant reduction of the mr. Transesophageal echocardiogram (tee) revealed the widest regurgitant orifice of tricuspid regurgitation (tr) between the anterior and septal leaflets; therefore one clip was implanted in the anterospetal commissure. Despite initial successful leaflet grasping, the clip detached from the septal leaflet after deployment, resulting in a single leaflet device attachment (slda). The detached clip repeatedly hit the right ventricular anterior wall, triggering multiple premature ventricular complexes (pvc). A second clip was deployed in the posteroseptal commissure and achieved partial stabilization of the first clip, but pvc persisted. A third clip was deployed in the anteroposterior commissure and finally stabilized the detached clip, resulting in reduction of tr and cessation of the ventricular arrhythmias. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI # is unknown as the part number was not reported. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the lot number for the device was unknown and could not be provided. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patients wide tricuspid regurgitation (tr) orifice. The reported off label use of the mitraclip device in the tricuspid valve did not contribute to any of the reported issues. The reported patient effect of arrhythmia as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.